Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the right/left (r/l) and up/down (u/d) angulation control knobs, and leakage due to the breakage of the cover (labeled on the device as the "c-cover"). The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿e216 error-scope communication error¿ was not confirmed. The device evaluation found foreign material on the charged coupled device (ccd) lens. Additionally, the bending section cover adhesive was broken, the angulation in the up direction was out of standard due to the worn angle-wire. Waterproof failure from the right/left, up/down knob and plastic distal end cover. The universal cord was corroded, there was corrosion from the control unit and the scope connector cover unit due to the leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported an e216 error-scope communication error on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: charged coupled device (ccd) lens had foreign material. There were no reports of patient or user harm associated with this event.